Manufacturer narrative:
(B)(4). We received one used (completely filled) easypump ii lt 125-25-s without packaging (contaminated with 5-fu). The received sample was taken to a visual inspection. Damages or manufacturing faults were not detected at the sample. In as-received condition the white clamp was closed. The original wing cap was not handed over by the customer, the patient connector was closed with a red combi stopper. After opening the top cap and removing the closing cone, we detected liquid at the filling port (lli-cone). Furthermore we detected no solution (liquid) at the lla-cone of the patient connector. In addition a functional test respectively a leak test was carried out. After opening the white clamp and waiting for a while the pump worked (solution was running). A blocked pump was not detected. The tested sample is in accordance with our requirements. We have informed our manufacturer accordingly. They received one piece of used, filled of easypump ii lt 270-54-s without original packaging. In as received condition, clamp clip is closed and the original wing cap has been replaced with red closing cone. Big top cap is open. Discofix cap is observed. No crystallized/solution residue detected at cap valve. No other deviation is observed. Analysis: white closing cone is removed and clamp clip is released. Immediately observed flow of solution at male luer lock. Conclusion: complaint sample is working. Therefore, the complaint is considered as not justified. Justification: not justified as the complaint sample is working. Reviewed the device history record and no abnormalities found during in process and final control inspection.

Manufacturer narrative:
(B)(4). The device is currently shipping from the customer to bbm in (B)(4) for investigation. A follow-up report will be provided when the inspection results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): no flow of solution.